Event description:
Shortly after a lead revision procedure, the patient developed an infection at the incision site. The patient was treated with antibiotics and the infection has reportedly cleared.

Manufacturer narrative:
A review of sterilization records for the leads found them to be satisfactory. This is the final report.